Event description:
In 2008, the pt reported that at 6:15am her infusion device was alarming 09 (technical inspection due). She stated that she did not know when the alarm began. Her blood glucose measured "hi" on her blood glucose monitor and she felt nauseated and thirsty. She attempted to drink water but vomited. She injected 85 units of insulin and her blood glucose decreased to 153 mg/dl. Her normal blood glucose range is 120-150 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was requested to be returned for eval.